Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flow opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.